Event description:
This was for an orif of mandible fractures. Consultant reports the tip of the threaded drill guide broke inside the threads of the plate. Broken tip was retrieved. Surgeon used a different drill guide to complete procedure with no further problems, no harm to patient. This is 1 of 1 report for event # (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). A review of device history records for manufacturing revealed no complaint related issues. Product device evaluation noted that the threaded portion of the tip has sheared off along with one of the connecting legs. The one connecting leg has sheared off at its base. The threaded tip and sheared leg were not returned for evaluation. The remaining leg is slightly bent and twisted outward with the shearpoint at its interface with the threaded tip. Based on the degree and direction of twist and bend observed on the remaining leg, it can be inferred that the threaded portion of the drill guide was broken during insertion due to excessive torsional force being applied. This type of torsional breakage would occur once the thread portion of the drill guide is full seated so that the threaded portion of the guide remains stationary, this would result in a noticeable rise in the insertion torque required similar to inserting a screw. If the knurled end of the guide continues to be turned, it would increase the torsional force applied to tip beyond the failure point and result in breakage noted in the complaint. From a design perspective this complaint is invalid due to over tightening the drill guide. The design for the device was reviewed, and found it to be adequate for its intended use and did not contribute to this complaint condition. This complaint is invalid from a design perspective.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.